Manufacturer narrative:
The customer reported that the AED did not proceed past the "apply pads to patient" prompt during a rescue attempt. The device logs from the event confirm that the AED did not progress to the analysis phase, consistent with the reported issue. Upon return, the device was evaluated and subjected to bench testing. The reported issue could not be replicated. The AED powered on, prompted appropriately, and performed as expected throughout all functional tests. The electrode pads used during the rescue were not returned with the device; therefore, their condition and connectivity could not be assessed. Without the pads, the root cause of the reported behavior could not be determined.

Event description:
A customer reported that during a rescue event their AED did not function as expected. Pediatric defibrillation pads were applied to the patient and the AED repeatedly prompted "apply pads to patient" and did not proceed beyond this prompt. The unit did not analyze rhythm or advise a shock at any point. A registered nurse was actively administering CPR while the AED remained continued to issue the "apply pads to patient" prompt. The pads were confirmed to within their expiration date. Emergency medical services arrived on the scene and removed the AED. The patient was then transported to the hospital.